Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The shaft separation was confirmed. The failure to advance/cross could not be replicated in a testing environment as it was based on operational circumstances. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. It should be noted that the xience prime everolimus eluting coronary stent system instructions for use (IFU) states: should any resistance be felt at any time during either lesion access or removal of the delivery system post-stent implantation, the entire system should be removed as a single unit. Failure to follow these steps and/or applying excessive force to the delivery system can potentially result in loss or damage to the stent and/or delivery system components. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that using a transradial access approach during a procedure of the heavily tortuous, moderately calcified, de novo, distal left anterior descending (lad) artery, a non-abbott guide wire and non-abbott balloon dilatation catheter were used for predilatation. The 2.5 x 38 mm xience prime stent delivery system (sds) was advanced but met resistance. Force was used in an attempt to cross the lesion several times without success and the sds proximal shaft became separated. The device was removed and the procedure was completed with a 2.8 x 38 mm non-abbott sds. Intravascular ultrasound (ivus) was used to confirm the stent placement without issue. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.